Event description:
It was reported the distal portion of the patient's intracranial electrode was found heavily encased in scar during implant surgery to place the stimulator. With dissection of this electrode out of that scar, several of the wires between the third and fourth contacts from the exposed distal end were visible through the electrode tubing. This made placement of the lead into the lead extension connector more difficult, but the physician was able to make the connection. The remainder of the procedure was unremarkable. At follow up in 2008, the pt's device was interrogated and programmed by the MFR rep. The rep noted difficulties during the interrogation of the device but the pt indicated a clearly positive response from the programming. At follow up in the following month, it was noted that the patient had initially improved following activation of the device system. The patient had not experienced any "shut downs" since activation. However, the patient felt that he had lost some of his initial benefit, particularly with respect to handwriting, anxiety, urinary incontinence (secondary to difficulty mobilizing), as well as a fine tremor on his right side. The patient felt he had had some improvement but not as much as he had hoped. The patient experienced technical difficulty at the electrode lead extension interface. The patient returned to the operating room for replacement of his left deep brain stimulation electrode. The new electrode was placed without difficulty. The patient tolerated the procedure well and there were no complications.